Event description:
Pt slid off the foot step and cut her leg on the foot step front requiring nine stitches. There is a sharp edge to the foot step front. The pt was not very mobile, required a caregiver to help her.

Manufacturer narrative:
The exam table involved in the incident was 30 years old. An independent service tech was sent to evaluate the table. The tech reported that the edge banding on the step front was missing. We believe the missing banding contributed to this incident.